Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records, and complaint history. The investigation concluded that the reported user experience of complete clip detachment was related to patient morphology/pathology. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, one implanted mitraclip. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the implanted clip detached from both leaflets and was retrieved with a snare from the left femoral artery. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 2-3. There was a cleft on the posterior leaflet, at a1/p1. One clip was implanted successfully and the mr was reduced to 2. The second clip ((B)(4)) was implanted, reducing the mr to 1-2. It was then noted that the second clilp detached from both leaflets and the mr returned to 2-3. It is possible that the clip was implanted too close to the edge of the cleft. The clip was retrieved with a snare from the left femoral artery. One additional clip was implanted, reducing the mr to 1-2. Prolonged hospitalization was needed, and the patient was confirmed to be stable. No additional information was provided.